Manufacturer narrative:
F11. Date MFR initially forwarded report to FDA. H3. Evaluation summary: this device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the shaft was cut 13.7 centimeters from the distal tip. The remainder of the shaft was not returned. The balloon exhibited a longitudinal burst starting at one centimeter from the distal end of the proximal radiopaque marker to 1.4 centimeters proximal to the distal radiopaque marker. At the proximal and distal ends of the material there were 5 millimeter circumferential tears all balloon material appeared to be present. Follow up indicated the catheter shaft was cut after teh procedure was complete. Without being able to examine the entire device, a thoruough evaluation could not be performed. Therefore co cannot determine the exact cause for this event. H6. 86/other - microscopic evaluation.

Event description:
A balloon burst during an aortic valvuloplasty procedure and began to separate from the catheter shaft. The balloon catheter and introducer sheath were removed as a unit without incident. A second balloon catheter was used to successfully complete the procedure with no pt complications. This device is currently being investigated by co's engineers. Upon completion of the engineering evaluation, a supplemental medwatch form will be forwarded under the above noted sequence number. Co's directions for use state: "if a balloon ruptures while in use and resistance is felt when withdrawing it through a sheath, then the sheath and balloon should be removed together."